Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4) applies to the catheter. (B)(4) apply to the catheter. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 50 m g/ml for a total dose of 18 mg/day and bupivacaine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported patient does not get good pain relief from targeted drug delivery (tdd) system. No specific time was given as to when the problem started. There was no known factors that may have led or contributed to the issue. It was noted they attempted to perform a dye study today ((B)(6) 2017), but healthcare professional (hcp) was unable to withdraw from catheter access port (cap), so no dye was injected. It was noted that under fluoroscopy the catheter tip appeared to be at approximately t9 and no obvious break or disconnects. The residual volume from last refill was as expected. The patient will be sent for an magnetic resonance imaging (MRI) to assess for granuloma. The dose was cut in half to see if there was any noticeable change in symptoms. No actions/interventions were taken on (B)(6) 2017 to resolve the issue. It was noted that the issue was not resolved at time of report, and the patient's status at time of event was "alive-no injury." The event date was unknown. No surgical intervention occurred or was planned. The patient's weight was unknown. No further complications were reported/anticipated.